Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 72 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history beyond, being supported by inotropes, vasopressors, and a vent for respiratory needs, was not shared. The pump support was ongoing when on day of implant the team observed there was low/no placement signal present on the automated impella controller (aic). The aic alarmed for placement signal low though the echo doppler showed the impella was flowing. The team explanted the pump after less than one hour as the patient expired on the support. The involvement of the pump to the outcome is unknown. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Low or blocked pump flow: since limited clinical details were provided, data log review was inconclusive, and returned product exhibited no defects, the cause of the low pump flow could not be determined. Placement signal issue: based on the patterns seen in data log review in conjunction with no abnormalities reproducing on returned product, the cause of the placement signal issue was determined to most likely be related to the console.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the automated impella controller.

Manufacturer narrative:
D4 serial and primary UDI number were revised. D9 device was returned and date the device was received was added. H6 type of investigation was updated due to the device being returned. H10 related report number was added. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.